Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (175.1 mcg/ml at 1000 mcg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that it hurt if the patient bumped the pump and it felt like "it was dropping some." It was right at her waist and it "really sticks out" and makes it hard to buy clothes. It had gotten worse over time and was getting closer to her skin. She would like to have the pump removed because it was "more trouble than it's worth." She was redirected to bring her concerns to a doctor to discuss removal. It was noted that she stated she planned to have the pump removed. No further complications were reported.